Event description:
It was reported that during the implant of the left ventricular lead, the stylet became stuck in the lead during placement. The lead was repositioned several times. While trying to remove the stylet, the lead fractured. The lead was not implanted and was replaced without adverse consequences to the patient. The patient was reported to be asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.